Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, message was delay coming across to pyxis. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the message was delay coming across to pyxis. A technical support specialist (tss) checked the application (app) server and found to have remote access disabled. Access was made through the report server, and services were mapped to the app server. Rss services were restarted, which enabled remote access, but the session remained stuck for over seven minutes. It was suspected that the app server had run out of memory, causing service failures. The database server showed 95% ram usage and 9% cpu usage, with an uptime. The report server had 57% ram usage and 9% cpu usage. Several key services on the app server were stopped, including bd central service and bd data manager integration. An update was requested, and it was informed that the app server might be overloaded. A reboot was suggested, and the user agreed to try and provide an update. Attempts to restart services via the report server failed with error 1053. The issue was reviewed with the 3 iuh automation team, and the print spooler was found to have 500mb of data. It was confirmed that this case is linked to master (B)(4), pending pse consultation. Permission was requested and granted to close this case as a duplicate.